Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial arrhythmia with rapid ventricular response. It was noted that the device date and time are incorrect. The device is still in use. No further patient complications have been reported as a result of this event.